Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor was seized, jammed, and heavy moving. It was further determined that part of the housing was worn, the reverse locking mechanism continued to hang and the hand piece was not tested by the cannulation. It was further determined that the device failed the following at pretest: general condition, check the cannulation, reverse locking mechanism, and check function of hand piece. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the power drive device ran heavy; whereby, the battery runs hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.